Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
The event involved a 4" (10 cm) appx 0.68 ml, smallbore trifuse ext set w/3 microclave clear, 2 check valve, 3 clamps (2 white, red), rotating luer. It was reported that new lines and fluids were started at 16:00, when completing hourly (q1h) peripherally inserted central catheter (PICC) assessment at 17:00 the trifuse cap was noted to be missing with curos cap. Line appeared to be snapped. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: received one (1) used. List #mc33687, 4" (10 cm) appx 0.68 ml, smallbore trifuse ext set w/3 microclave® clear, 2 check valve, 3 clamps (2 white, red), rotating luer; lot #unknown. A microclave was observed to be missing on the trifuse. The reported complaint of a missing microclave could be confirmed. The sample was returned and was missing a microclave. A representative bond was pulled and broke within specifications and showed similar stress marks to the failed sample. The probable cause is from an unintentional pulling force during use. A device history review could not be conducted because no lot number(s) was/were identified.